Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to power on) was confirmed. Upon investigation the monitor would not power on. The cause for the failure was isolated to a damaged computer/analog pca. The root cause for the damaged computer/analog pca could not be positively identified.  No adverse events occurred from the damaged monitor.

Event description:
A us distributor reported that a monitor would not power on.